Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found the sensor cannula retracted inside the sensor base. Found no broken cannula during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the sensor did not connect with the transmitter and that the sensor cannula was missing. The customer's blood glucose level was 88 mg/dl. The customer was informed that the sensor would be replaced and to return the sensor for analysis.